Event description:
Caller from account reported the unit underfilled the final container. This was based on the following: station 3 volume delivered display read 27ml although it was programmed to deliver 20ml of a solution of multivitamins and vitamin k. The unit then went into an e-30 (overfill) alarm. However, while station 3 was pumping, the user saw the rotor only turn once or twice and the solution in the final container was clear rather than the expected yellow color. The user was advised not to use the unit, which was swapped out. No patient involvement.